Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a patient connected an extension line to pump and was just about to administer when a message appeared - downstream occlusion - pt adjusted the line to check for kinks but it kept alarming, there were no clamps on the tubing and it wasn't connected to the pt. Pt then advised she connected a new ext line to the pump and as soon as she had put the new ext line on a message appeared straight away advising it was ready to prime. Pt advised she thinks it was a faulty ext line and she has her pump all set up ready to have her infusion now. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The samples returned consists of five (5) units and the returned samples were received in inside plastic bag which is not its original packaging. Visual inspection: the complainant returned units were visually inspected at a distance of 12in to 16in under normal conditions of illumination. Results: occlusions were identified between tube assembly to filter bonding; thus, failure mode was confirmed. Based on the tests results, the root cause concluded that the failure could be reproduce in two ways: 1. When the excess of solvent is not cleaned before assembling the tube with the component. 2. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken: an awareness notification was issued to the personnel by the quality engineer to notify the production personnel about the failure mode reported.

Event description:
Additional information received via email: customer confirmed an extension set is the one being reported.